Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. The shock configuration was triad. Prior to the greater than 125 ohms measurement the shocking impedance had been trending in the 100's. However, since the greater than 125 ohms measurement impedances have been in a range between 80-90 ohms. A review of available date indicates the last delivered shock was in (B)(6) 2011 where a 17 joule shock was delivered with a 72 ohms impedance measurement. Multiple lead impedance testing in various configurations was performed. The shocking impedance in triad was 97 ohms but increased to 105 with isometrics. Rv to can configuration was 105 ohms and rv to rv was greater than 125. A boston scientific technical services consultant discussed performing a commanded shock to evaluation the delivered impedance. No adverse patient effects were reported.

Event description:
Additional information received indicated the patient was brought into for lead testing. A 1.1 joule shock was performed with a reported impedance of 78 ohms. Defibrillation threshold (dft) testing was also performed where a 21 joule shock was delivered with a reported impedance of 73 ohms. There was also a commanded 41 joule shock delivered with a reported impedance of 75 ohms. The patient plans to be monitored by remote monitoring. There have been no adverse patient effects or evidence that pacing therapy has been affected.

Event description:
Additional information was received indicating that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. An invasive procedure was performed to replace the device. The lead was surgically abandoned due to continued high out of range shock impedance measurements. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient's cardiologist has referred the patient to an electrophysiologist for further evaluation. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.